Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught on the chordae, difficult steering and leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that imaging was challenging and there was a lot of chordae. One clip was implanted, reducing the mr to 2. A second cds (80220u208) was advanced to the mitral valve, however, the clip was inadvertently moved into the left ventricle and became caught on the anterior leaflet and chordae. Steering was also difficult; therefore, the p-knob was used to steer away from the chordae. The clip was inverted, but the anterior leaflet tore off. The mr returned to 4. Grasping was continued. After one hour, the clip was deployed; however, the mr remained at 4. A third cds (80227u296) was advanced to further reduce mr; however, the leaflets were unable to be grasped. The clip was not implanted and the cds was removed. Two clips were implanted and the mr remained at 4. The patient is stable and no additional treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported failure to adhere or bond (difficulty grasping) appears to be related to patient morphology/pathology. The reported difficulty removing the device from the anatomy and subsequent sleeve steering issue was due to the user inadvertently moving the clip into the left ventricle which caused the clip to became caught on the chordae and difficulty steering (procedural conditions). The reported poor image resolution is related to the challenging imaging/difficulties in visualization during the procedure. The reported tissue damage and mr appear to be due to the difficulty grasping. It should be noted that unchanged mitral regurgitation (mr)and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.